Event description:
It was reported an issue with silkam suture. The client reported that they received complaints, particularly from the medical team of gynecology referent to the product is silk 1 with a cylindrical needle ½, needle circle 37mm, which is the one they most use. The thread breaks when the knot is being tightened, during suture. There are 2 batches in the service: 623091 and 619383 and in both batches the threads broke. Three of these situations have already been reported to us. Additional information: for this complaint please consider these information: batch - 619383; sex- female; type of surgery: hysterectomy; it was not possible to obtain weight and age data. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market 576 units. There are no units in our stock. We have received 1 closed sample for analysis. We have tested the knot pull tensile strength of the closed sample received and the result fulfil the requirements of the european pharmacopoeia (ep requirements: 2.75 kgf in average and 1.53 kgf in minimum). The result is: 3.37 kgf in average and in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Remarks: when working with silkam® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received comply with usp/european pharmacopoeia and b. Braun surgical requirements. Final conclusion: although the result of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the product sent for analysis as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.